Manufacturer narrative:
The allegation is against 1of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 8041925.

Event description:
It was reported the patient experienced leg weakness after implanting a 2 lead drg system at left l3, l4. Symptoms persisted and as a result, patient was hospitalized. Diagnostic tests and imaging revealed no spinal injuries. Follow-up information indicated patient is stable, reportedly.